Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.

Event description:
It was reported that 1 day after implantation of an intraocular lens (iol) into the left eye, the patient presented with decreased visual acuity, increased iop (pre-op 14 mmhg and post op 22 mmhg), hypopyon and possible endophthalmitis. Based on the findings the surgeon concluded the cause as toxic anterior segment syndrome (tass). Cultures were taken and the results were negative. The patient was treated with intraocular injections of ceftazidine and vancomycin, sub tenons kenalog, durezol and ofloxacin. In the surgeon¿s opinion, the most likely cause of the event was related to the implanted iol. Patient outcome was reported to be good.